Event description:
It was reported the patient stopped charging her ipg over a year ago; as a result the ipg is now inoperable. The ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.